Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens leak. Based on the result, we concluded that it was caused due to the physical damage applied on the objective lens. Based on the technical report ""hr-rpt-0974(distal end)"" and/or the risk analysis results, it was evaluated to submit MDR.